Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as there was no lot provided and a potential lot could not be identified based on a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "midline catheter was placed in a patient. After catheter placement, the wire remained in the patient. After some time, the guide wire came out of the skin of the patient. The patient then pulled the wire out himself and went to the hospital. There it was discovered that part of the tip of the wire remained in the patient." The patient's current condition is reported as "unknown" at this time.

Event description:
It was reported "midline catheter was placed in a patient. After catheter placement, the wire remained in the patient. After some time, the guide wire came out of the skin of the patient. The patient then pulled the wire out himself and went to the hospital. There it was discovered that part of the tip of the wire remained in the patient." The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
(B)(4).